Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that at a predischarge check after implant, the right atrial lead was found to be dislodged via x-ray. The lead was repositioned on (B)(6) 2018. No further information was available.